Manufacturer narrative:
It was reported that the patient underwent a biopsy of the endometrium in (B)(6) 2012 due to benign proliferative endometrium and fragments compatible with uterine leiomyoma¿s/fibroids. The patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012 and a morcellator was used. The patient¿s uterus was enlarged to about 16 week¿s pregnancy in size. The patient began experiencing abdominal bloating and discomfort late (B)(6) 2012. During evaluation, it was quickly discovered that the patient¿s pelvis was filled with seeds of metastatic leiomyosarcoma. The patient underwent a posterior pelvic exoneration, with removal of parts of her colon, bladder and vagina, as well as all visible masses in the pelvis suspicious for cancer on (B)(6) 2012. The pathologist reported the (B)(6) 2012 tissue as showing involvement with leiomyosarcoma in the anterior abdominal wall, omentum, sigmoid colon, pelvis, surface of the right ovary and right fallopian tube, bladder peroneum, right pelvic sidewall, appendix, ileum, ascending colon, and two right obturator lymph nodes. The patient underwent several cycles of chemotherapy, but the lms cancer returned and she died on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported that a patient underwent a supracervical hysterectomy on (B)(6) 2012. The pathology reported showed benign atrophic endometrium and multiple leiomyomas. The patient had an abdominal wall biopsy (B)(6) 2012 and leiomyosarcoma was noted to be involved, as well as was the omentum, sigmoid tumor, pelvic tumor, right ovary and fallopian tube, bladder, appendix, right pelvic sidewall, ascending colon, and right obturator lymph node. The patient died on (B)(6) 2012. No additional information was provided.